Event description:
Hosp staff use the device in AED mode of operation to administer defibrillator energy to a pt three times succession. Reportedly, the device defibrillator failed to charge subsequently. Staff immediately obtained another defibrillator, and it was used to continue pt treatment. The pt was not resuscitated, but the reporter stated pt outcome was not affectedby the device, due to use of the backup.